Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on 16apr2018 via medwatch # (B)(4). Investigation: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Investigation completed by: (B)(4). Part #: 382523 ¿ 22 g x 1.00 in. (0.9 mm x 25 mm) bd insyte autoguard bc shielded IV catheter with blood control technology. Made of bd vialon catheter biomaterial. Has bd instaflash needle technology. Non-winged. Lot #: 7339834. Complaint: leakage. Event description: part no: 382523 batch no: 7339834 it was reported that leakage occurred at the hub. They were leaking at the hub first they thought it was the tubing but it still did with other tubing attached. They saw it was leaking around the hub. I have some more from that lot asu said there have been a couple that have done this from the same lot#. Lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted with the following results disclosed: lot 7339834; was built and packaged on afa line 11 on 13dec2017 through 16dec2017 for the quantity of (B)(4). DHR review disclosed no indication of the alleged defect as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. Set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test passed per specification. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s2 severity ranking. Review was conducted for this MDR- level an investigation; as a result of the review there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. Visual analysis observations and testing: received 32 unused representative 22g bd insyte autoguard IV catheter units within sealed packages from lot 7339834. All components were present and intact and there were no anomalies or damage to the packaging (blister packs). Removed the catheter units from the packaging for evaluation and testing. Visual/microscopic: a 32 units: there was no damage to the catheter tubing (i.e. Crimps, holes, kinks, splits, or wrinkles) observed. There was no damage to the visible parts of the wedges (i.e. Scratches, bends, flash, etc.). The actuator and septum are in the correct position with no visible anomalies or damage. A 28 units: there was no damage to the nose of the adapter. There was no damage to the outer thread or the end of the adapter or to the inner rim/inside of the adapter (luer) (i.e. Crack, grooves, mis-molds, etc.). Four units: there was slight damage (smashed) to the outer thread at the end of the adapter (luer). Water/air leak test was conducted: first leak test: attached the iso standard testing slip luer to the each catheter/adapter and performed the leak test. A 28 undamaged adapters (luers): leakage was not observed from any area of the units. Four with slightly damaged (smashed) adapters (luers): leakage was not observed from any area of the units. Second leak test: attached an iso standard bd q-syte to each catheter/adapter, attached the slip luer to the q-syte and performed the leak test. A 28 undamaged adapters (luers): leakage was not observed from any area of the units. Four with damaged (smashed) adapters (luers): leakage was not observed from any area of the units. Note: the damage at the end of the adapter (outer thread) of 4 units did not inhibit the connections; the connections were successful. During the leak testing, an assessment of connection compatibility of the returned units was conducted; the connections revealed a secure connection between the iso standard slip luer and bd iso standard q-syte to the adapter female luer (catheter/adapter). The connections were successful and secure; meeting no resistance. Peura analysis: the peura (end user risk analysis) rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation samples(s) meet manufacturing specifications: no; evaluation of the units provided for this incident revealed that 4 of the 32 units had an area where the outer thread at the end of the adapter (luer) was slightly damaged/smashed. Conclusions: confirmation of the failure of leakage from adapter, as stated in the pir, was inconclusive based evaluation and testing of the representative units provided for this incident. Confirmed there were four units where the outer thread at the end of the adapter (luer) was slightly damaged/smashed. Confirmed there were secure connections and successful leak testing with no failures. The slightly damaged/smashed adapter was sufficient evidence to confirm or support manufacturing process related issues for the defect reported in the product incident report. This type of damage could result in leakage in the clinical setting. Did the evaluation confirm the customer¿s experience with the bd product? No: although confirmation of the failure experienced by the customer was inconclusive with the evaluation and testing of the representative units provided for this incident; the damage (slightly smashed thread at end of adapter/luer) seen on four of the units could result in leakage in the clinical setting. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not replicated with the representative units provided for this incident, as the units demonstrated secure connections with the iso standard slip luer and bd iso standard q-syte and no leakage occurred at the adapter or any other area of the units when leak tested. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing ¿ although a secure connection and disconnection was achieved in the lab and no leakage was observed; the damage observed at the end of the adapter (thread) of four of the units was noted to be a potential in hindering a secure connection that could result in leakage in the clinical setting. Comment: the damage observed could occur anywhere within zones 1, 2 or 5 that an adapter luer comes in contact with equipment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. It was stated ¿there was leaking at the hub. It was thought the tubing was leaking however the leak occurred with other tubing attached.¿ there was no report of injury or further medical intervention.